Event description:
Patient with end-stage renal disease on hemodialysis, history of coronary artery disease (cad) and status post coronary artery bypass grafting (CABG) 12 years ago was admitted with non-st elevation myocardial infarction (mi) and congestive heart failure (chf) for percutaneous transluminal coronary angiogram (ptca) with promus stent placement. Following deployment of a 3.0 x 16 promus element stent into the proximal left circumflext artery, the intravascular ultrasound (ivus) catheter was advanced and images were obtained. The ultrasound (us) images showed that the promus stent was not fully expanded and for this reason the decision was made to post dilate it. Upon removal of ivus, difficulty was encountered and seemed to be stuck at the distal stent struts of the stent. With push and pull movement, the ivus catheter was removed and the injection repeated. The repeat injection showed that the stent did open better but still shrunk and a 3.5 x 8 promus stent was deployed in the distal portion. Repeat injection showed excellent portion. The remainder of the procedure was uneventful.======================manufacturer response for cardiac stent, promus element plus 3.0mm (per site reporter).======================spoke with maufacturer's rep. Product compliant filed by boston scientific.